Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. Following the implant of the valve, the valve dislodged. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 4 mm. After valve dislodgement, the implant depth on the ncc was 18 mm, and the implant depth on the lcc was 18 mm. There were no complaints reported as a result of the dislodge, and a post-implant bav was not performed prior to valve dislodgement. On the same day as the valve implant procedure and following access site closure, the valve further migrated ventricular. Two days following the implant of the transcatheter valve, a permanent pacemaker was implanted due to an unspecified atrio-ventricular (av) block.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a4 b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the complete heart block (chb) on the same day as the valve implant.

Manufacturer narrative:
Image review: a total of four intraprocedural media files were submitted for review. The absence of the patient's executive summary limited the ability to conduct a comprehensive anatomical assessment. Fluoroscopic inspection of the valve load was not performed; therefore, confirmation of an optimal load could not be validated. It was noted that a pre-implant balloon dilation was conducted according to the hospital¿s standard procedure. Angiograms were obtained prior to valve release to assess valve positioning, utilizing two views. The estimated implantation depth was approximately 2mm at the non-coronary cusp (ncc) in the cusp overlap view, and 2-3mm in the lao view. As stated in the instructions for use (IFU), the recommended target depth of 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. In this case, the depth was deemed acceptable, and the valve was released. For reasons that could not be determined, immediately following release, the valve appeared to have migrated ventricular to a depth of approximately 6 mm at the ncc, and subsequently dislodged further to a depth of approximately 18mm. There is no documentation of any intervention performed for the dislodged valve. It was stated that two days post-valve implantation, the patient developed a conduction disturbance necessitating permanent pacemaker implantation. As listed in the IFU: caution: bioprosthesis implant depth >5 mm may contribute to an increased risk of conduction disturbances, which may require a permanent pacemaker. Furthermore: potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: prosthetic valve mi gration/embolization; conduction system disturbances (for example, atrioventricular node block, left-bundle branch block, asystole), which may require a permanent pacemaker. Updated: b2, b5, e1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. Following the implant of the valve, the valve dislodged. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 4 mm. After valve dislodgement, the implant depth on the ncc was 18 mm, and the implant depth on the lcc was 18 mm. There were no complaints reported as a result of the dislodge, and a post-implant bav was not performed prior to valve dislodgement. On the same day as the valve implant procedure and following access site closure, the valve further migrated ventricular. Two days following the implant of the transcatheter valve, a permanent pacemaker was implanted due to an unspecified atrio-ventricular (av) block. Additional information was received that a non-medtronic guidewire was used for the valve implant procedure and the deployment starting point was mid pigtail catheter. The av block was complete heart block (chb).

Manufacturer narrative:
Updated image review: a total of four intraprocedural media files were submitted for review. Fluoroscopic inspection of the valve load was not performed; therefore, confirmation of an optimal load could not be validated. It was noted that a pre-balloon aortic valvuloplasty was conducted according to the hospital¿s standard procedure. Angiograms were obtained prior to valve release to assess valve positioning, utilizing two views. The estimated implantation depth was approximately 2 mm at the non-coronary cusp in the cusp overlap view, and 2-3mm in the lao view. As stated in the instructions for use (IFU), the recommended target depth of 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. In this case, the depth was deemed acceptable, and the valve was released. For reasons that could not be determined, immediately following release, the valve appeared to have migrated ventricular to a depth of approximately 6 mm at the non-coronary cusp, and subsequently dislodged further to a depth greater than 15mm. There is no documentation of any intervention performed for the dislodged valve. It was stated that two days post-valve impla ntation, the patient developed a conduction disturbance necessitating permanent pacemaker implantation. As listed in the IFU: caution: bioprosthesis implant depth >5 mm may contribute to an increased risk of conduction disturbances, which may require a permanent pacemaker. Furthermore: potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization; conduction system disturbances (for example, atrioventricular node block, left-bundle branch block, asystole), which may require a permanent pacemaker. There is not report of any intervention for the dislodged valve. A post procedure executive summary and one 3mensio video clip were provided allowing for partial post implant anatomical assessment. The valve was shown to be positioned very deep at a depth greater than 15mm. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.